Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. ((B)(4)) on behalf of the importer arjohuntleigh inc (ahus) ((B)(4)). Additional information will be provided following the conclusion of the manufacturer's investigation.